Event description:
The manufacturer's field service engineer (fse) reported while servicing the ventilator, review of the device diagnostic log indicated a spi bus failure. There was no patient involvement.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified.